Event description:
It was stated that the customer had been hospitalized for diabetic ketoacidosis three times in less than a month. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. It was also stated that the customer had a chest infection and a heavy cold, which required antibiotics. It was stated that the insulin pump was replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.